Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, the device failed electrical safety test due to a bad power supply. Also, corrosion was observed on the socket assembly. The power supply and socket assembly were replaced to resole the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request by the affiliate the vapr3 generator unit failed electrical safety.